Manufacturer narrative:
The complaint lead still remains implanted; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and high out of range (oor) impedances during a routine follow up. The root cause was found to be a defective lead. Initially, no action was taken as the patient was being remotely monitored and specially, since the patient had never had arrhythmias up to that moment. This lead was surgically abandoned and replaced later on; therefore, the lead is not expected to be returned. No additional adverse patient effects were reported.